Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they had an overstimulation sensation from their implantable neurostimulator (ins). The patient stated that they could not lay down and sleep at night as the stimulation was too high/strong. It was noted that their programmer had been lost/stolen and it was reviewed with the patient that they could use the recharger to turn off the stimulation. They were not aware they could do this. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, the event will be updated. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent

Manufacturer narrative:
(B)(4).